Event description:
It was reported that in preparation for a procedure, the guide wire fractured. Outside of the pt's body, the physician was loading an unk balloon catheter onto the luge guide wire and the guide wire broke. Another luge guide wire was used and the tip stretched and uncoiled with no breakage. The procedure was completed with a different device. No pt complications were reported.

Manufacturer narrative:
.